Event description:
False positive result (s). False-positive result. User stated that on (B)(6) 2023 they tested with flowflex at roughly 8am and received a positive result. At roughly 12:30pm the same day, they went to an urgent care and received a rapid test, and the result was negative.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2030022 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. Retention samples from cov2030022 met the qc criterion and the complaint was not found in the retained samples. The complaint is not verified.